Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient had unknown vision issues (failure in vision). The iol was replaced.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h,11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Only iol received inside a plastic bag together with a piece of a surgical gauze, no product identification. The iol was received cut in 3 segments with solution dried on the segments. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).